Event description:
No information accompanied the returned lead. It was analyzed and tested out of specification during manufacturer's analysis. No patient complications have been reported since the device was removed from service.